Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had prime anomaly where insulin was squirting out squirting manual prime process. Customer's blood glucose was 149mg/dl at time of incident. Customer states that troubleshoot was performed and piston does not stop when he fills the tubing. Customer advised to discontinue use of pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion and displacement test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable perform occlusion test or excessive no delivery test due to prime anomaly. The insulin pump was received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads, minor scratched display window and case and stained end cap sticker.